Event description:
Patient information: age: 74 years. Weight: 67 kg. Height: 156 cm.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: tissue residues on the catheter; deposits in the delivery liquid. Permeability test: the test showed that the progav 2.0 shunt system is permeable. Computer control test: the computer control test showed the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 2,36 cmh2o. This is within the specified tolerance of 3 ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position. The results indicated that at a reference flow of 20 ml/h in the vertical position, the shuntassistant showed a pressure of 19,74 cmh2o. This is within the specified tolerance of 20 +4/-2 cmh2o. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we can determine deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx413t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system caused a blockage. The patient underwent a revision procedure. The complaint device has not yet returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. No patient information were submitted at the time of report.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.